Event description:
The customer reported that the bedside monitor does not transfer the patient alarms to the central unit. The device was in clinical use at the time the issue was reported. There was no adverse event or patient harm reported. No patient details were available.